Event description:
Patient underwent a lobectomy procedure of their thyroid on (B)(6) 2024. The endocrinologist reports that the stimulation lead had perforated the patient's thyroid. Patient presented to their physician following the procedure with system functioning well and no issues to the provider after the procedure was completed.